Manufacturer narrative:
Since this is a breathing hose used with oxylog only, the medical device information, for example 510(k) no. Refer to the oxylog device accordingly. The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that when transporting a patient, during ventilation with oxylog 2000 (respiratory device) the outer spiral of the breathing circuit came off and thus the breathing circuit twisted resulting in the absence of ventilation and stop of patient respiration for approximately 30 seconds. There was no patient injury reported.

Event description:
Please refer to initial MFR. Report #9611500-2018-00281.

Manufacturer narrative:
The suspected patient circuit set was returned for evaluation. It turned out during visual inspection that the tube material has a small hole close to the connector sleeve and that the spiral near the sleeve is detached which more or less confirms the observation reported by the customer. A slight change in color of the silicone material could be recognized. It could further be determined that the product incorporates a design that was produced until mid of 2011 and was certainly brought into the market before end of 2012. The customer reported that the product was disinfected and sterilized; the number of cycles the device underwent already was reportedly unknown.